Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 66 mg/dl (aviva system 1) and 172 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. The same vial of strips was used on both systems. The strip code key was changed to match each meter prior to the test. Requested return of suspect device and strips, and replacement was sent.